Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing an increase in charging burden. As a result, surgical intervention may occur at a later date to address the issue.

Event description:
Additional information was received that the ipg was explanted and replaced on (B)(6)2021. Therapy restored post-op.